Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 95 to 120 mg/dl. Back to back blood test performed during call declined. Test strips lot MFR's expiration date is 07/31/2016. Recall test results performed (fasting/ before meals/ after meals) from meter memory: (B)(6), 9:29 am, 62 mg/dl; (B)(6), 8:55 am, 88 mg/dl; (B)(6), 2:37 pm, 77 mg/dl; (B)(6), 9:27 am, 90 mg/dl. Based on the customers expected results (120) and the lowest result in memory (62). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification, ((B)(6) 2013). Most likely underlying root cause of malfunction: user hand an inaccurate reference.